Manufacturer narrative:
The relay for the imaging system was returned to the manufacturer for evaluation. Testing found that the relay failed bench testing as there was a short in the board. A second relay has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The analysis on the second relay was completed by medtronic personnel. It was found that a connector on the board was physically damaged.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the generator on the imaging system was not receiving power. The representative then replaced the standalone board for the system. Following the replacement, it was reported that the imaging system was unable to perform image acquisitions and that the batteries for the imaging system were displaying a level error message. The representative reported that the x-ray and motion batteries were replaced. The representative also replaced the j7 connector, x-ray relay and motion relay to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries, standalone board, x-ray relay, motion relay and connector have not been received by the manufacturer for evaluation.

Event description:
A site biomedical engineer reported that, while outside of a procedure, a connection could not be established between the viewing station of the imaging system and the imaging system. There was no patient present when this issue was identified. No additional information was provided.